Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 2.0mmx30mmx143cm fg coyote nc mr (nc quantum apex) balloon catheter was advanced for dilatation. The balloon was initially inflated at nominal pressure for 3 minutes. However, on the second inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications nor injuries were reported.